Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was a loose connector at j-14 on the motion interface enclosure. The connector was tightened and the system returned too a functional status. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons were unresponsive after surgery so they were unable to close and dock the gantry. The site rebooted the system a couple times and the pendant started displaying, "initializing, please wait." It would not boot into 2d mode. The site manually closed the door, but were still unable to dock the gantry for transportation. There was no patient present.